Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the ezdilate balloon dilator (fw) 18-19-20 balloons are not deflating. The event occurred during a therapeutic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The h8 field was corrected, as it was unintentionally was left blank un the initial medwatch. The device was not returned to olympus for evaluation and therefore the customer's allegation was not confirmed. Based on the results of the investigation, the nonconformance observed in this complaint was categorized as a process defect. An exhaustive revision of the process was completed, founding that occlusion partial or total was generated in the proximal bonding station due to misalignment of the d-mandrel or mandrel during the preparation for bonding process. The operator has not enough visibility to ensure the correct position of the d-mandrel or mandrel, causing melting material smearing occluding partial or total the diameter of the extrude. Causing two events, the first is the diameter is completely occluded which would prevent the balloon from inflating. And the second event would be that the diameter is partially occluded which would cause it to take longer to inflate or deflate. Olympus will continue to monitor field performance for this device.